Manufacturer narrative:
The reported complaint of the icy catheter (lot # 152546) balloon leak was confirmed during the functional testing. A bonding leak was observed at the distal end of the proximal balloon. The probable root cause for the reported complaint could be due to a latent defect at the bond. A visual examination of the returned catheter was performed and found no physical damage to the catheter. Noticed blood residue in the balloon and in the luered tubing. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional pressure testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the distal end of the proximal balloon. Thus, confirming customer complaint. It is unlikely that the defective catheter was shipped. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the icy catheter with lot # 152546.

Event description:
The icy catheter was place on a male patient weighing (B)(6). In the right femoral vein with no issues. Approximately 48 hours of ivtm therapy on normothermia phase, the thermogard console alarmed due to the saline bag was empty. No saline was observed on the floor or on linen, suspecting a balloon leak or a start-up kit leak. Approximately 450 ml. Saline solution was infused into the patient. Following this, ivtm therapy was ended as the patient was in normothermic temperature. No device malfunction was reported on the thermogard console. No consequences or impact to patient.